Manufacturer narrative:
H.6. Investigation summary: bd had not received samples or photos for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. This complaint is unable to be confirmed. If additional information is made available, this complaint will be reopened to assess the level of investigation needed.

Event description:
It was reported when using an unknown bd¿ blood collection tubes opened with the sample inside and spilled the sample. This event occurred 10 times. The following information was provided by the initial reporter. The customer stated: "customer reports that for some time they've been noticing a bad quality in bd tubes. The tubes filled with sample open spontaneously. More than 10 times the customer has had to re-collect blood samples because the tubes open with the sample inside and spill/discard the sample." It generates re-work for all the departments involved, and gives a bad image to patients because they are submitted to a new sample draw trauma, and delay in diagnostics delivery and in clinical treatments.

Event description:
It was reported when using an unknown bd¿ blood collection tubes opened with the sample inside and spilled the sample. This event occurred 10 times. The following information was provided by the initial reporter. The customer stated: "customer reports that for some time they've been noticing a bad quality in bd tubes. The tubes filled with sample open spontaneously. More than 10 times the customer has had to re-collect blood samples because the tubes open with the sample inside and spill/descard the sample.". It generates re-work for all the departments involved, and gives a bad image to patients because they are submitted to a new sample draw trauma, and delay in diagnostics delivery and in clinical treatments.

Manufacturer narrative:
. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, (B)(4).

Event description:
It was reported when using an bd tube sst plh 13x100 5.0 plbl gold br opened with the sample inside and spilled the sample. This event occurred 10 times. The following information was provided by the initial reporter. The customer stated: "customer reports that for some time they've been noticing a bad quality in bd tubes. The tubes filled with sample open spontaneously. More than 10 times the customer has had to re-collect blood samples because the tubes open with the sample inside and spill/descard the sample." It generates re-work for all the departments involved, and gives a bad image to patients because they are submitted to a new sample draw trauma, and delay in diagnostics delivery and in clinical treatments.

Manufacturer narrative:
The following fields were updated due to additional information: b5: describe event or problem: it was reported when using an bd tube sst plh 13x100 5.0 plbl gold br opened with the sample inside and spilled the sample. This event occurred 10 times. The following information was provided by the initial reporter. The customer stated: "customer reports that for some time they've been noticing a bad quality in bd tubes. The tubes filled with sample open spontaneously. More than 10 times the customer has had to re-collect blood samples because the tubes open with the sample inside and spill/descard the sample." It generates re-work for all the departments involved, and gives a bad image to patients because they are submitted to a new sample draw trauma, and delay in diagnostics delivery and in clinical treatments. D1: medical device brand name: bd tube sst plh 13x100 5.0 plbl gold br d4: UDI #: 00382903600601 d4: catalog #: 360060 d4: medical device lot #: 2210291 d4: medical device expiration date: 31-jul-2023 h4: device manufacture date: 19-aug-2022 h6: investigation summary bd had not received samples or photos for investigation. Therefore, two hundred (200) retention samples from bd inventory were evaluated by visual examination and no issues were observed relating to stopper pop off as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode stopper pop off. Bd was not able to identify a root cause for the indicated failure mode.